Manufacturer narrative:
The device was not returned to mmdg for evaluation. Because the pump was not returned to mmdg the complaint could not be confirmed or duplicated.

Event description:
The initial reporter states that the pump sounds like it is running, but nothing is being delivered and that the pump also doesn't alarm when this happens. An mmdg clinician followed up with the patient. There was about an hour delay in therapy, but no adverse effects were experienced. (B)(4).